Manufacturer narrative:
UDI: (B)(4). The device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to component failure. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that the small battery drive device had no power. During in-house engineering evaluation, it was determined that the device electronic control unit (ecu) had low voltage output, had no power and the coupling head had sharp edges. It was further determined that the device also failed pretests for check oscillation/forward/reverse mode function, check oscillation angle, check switching function forward/reverse, check power with test bench and check for sticky speed trigger assessment. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.